Event description:
A remstar auto a- flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician visually inspected the device and found evidence of foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination and displayed error code e055 (therapy queue full) and e066 (stuck encoder b). The device was scrapped by the third-party service center after the evaluation was completed.